Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +20.0d) was explanted and a new lal (sn: (B)(6), +20.0d) implanted as a replacement. Rxsight's first awareness of the event was on 04/02/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Manufacturer narrative:
The lal was returned in fragments and significantly damaged due to the explant procedure; no additional test was able to be performed on the lal fragments. Section h6 codes were updated. Manufacturer reference #: (B)(4).